Manufacturer narrative:
The insulin pump passed rewind test, self test and displacement test. The pump rewind functioned properly and no anomaly was noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had rewind anomaly. The customer¿s blood glucose level was 100 mg/dl. It was reported that the pump rewind was complete but piston was not all the way down. Customer stated that he was not able to lock in the reservoir, its not going all the way in. The customer advised they will replace the pump. The customer advised to discontinue use of the pump and revert to a back up plan as per health care professional. The insulin pump will be returned for analysis.